Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The pre-close technique was not used when closing with a sheath greater than 14f. It should be noted that the electronic prostyle instructions for use (eifu), states: for access sites in the common femoral vein using 5f to 24f sheaths. For venous sheath sizes greater than 14f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional pacemaker procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. Pre-close was abandoned and the sheath was upsized to a 25f sheath and the procedure was completed. Manual compression was performed to achieve hemostasis. For precautionary purposes the physician also did a figure 8 stitch. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.